Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number, 215240517 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft inserter was detached from the lemo connector and both the shaft and the introducer were kinked. In conclusion, the mapping catheter failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a cryoablation procedure, the mapping catheter was returned and subsequently tested out of specification per the manufacturer's investigation.